Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. The active exhalation control module was found to be damaged. The active exhalation control module was replaced to address the issue.